Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, lot # unknown, explanted: (B)(6) 2015, product type catheter; product ID neu_unknown_cath, implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
The following information was provided regarding troubleshooting, intervention or other actions taken. After the patient started complaining about the return of initial pain while taking 0.5 mg/day, the physician made successive increases up to the limit of 1.5 mg/day. During that period, the patient was constantly using morphine endovenously (ev) to tolerate the primary pain. After a few days and without the result expected, no relief of the pain, the physician decided to replace the catheter for an identical one. The physician had concluded that catheter was occluded or cracked. After surgery, a bolus of the volume corresponding to the catheter (0.2ml) was made, with another test period of two weeks. The physician concluded the pump was defective. Initially, as the drug refill had already been made, there was the instructions of the removal of the whole liquid from the pump tank and replacement by physiological solution (20ml) and besides removal of the catheter volume (0.2ml)by means of puncture at the side access of the pump, where only the volume at the pump rotor (0.199ml of morphine 10mg/ml) had been left. A bolus was programmed of (0.2ml in 30 min.), and an infusion rate of 200mg/day of saline solution. This test started at 4:30 pm and was checked after 24 hours on the next day at 4: 30 pm. The pump had its tank emptied in which there was a volume of 1.5ml. Therefore, it was verified that due to the margin of error as to accuracy in complete filling and complete emptying, the pump was infusing at the correct pace. After the test, the physician was asked to inject an intrathecal contrast through the pump side access, with a 25 gauge needle supplied by the hospital, with x-ray image monitoring. The contrast was tracked and it was reaching the spinal cord and merging with liquor. No test was performed at the rotor mechanism at intervals and with the use of x-ray image as there was no technician present at that time. However, it was concluded that such test was needed, as the pump emptied its tank at the expected range. Then, all remaining contrast was removed and a new refill with 20 ml of morphine 10mg/ml was made, with a bolus of 0.4 ml in 30 minutes, and a daily infusion rate programmed to 0.8 mg/day. This resulted in no pain relief on the subsequent days. A dose increment was made to 1.5 mg/day upon medical request. The patient was still in pain and using morphine ev at 4-hour intervals. On (B)(6) 2015, the surgeon requested a new pump and equipment which were deployed. The patient was currently fine with an intrathecal pump rate of 0.7 mg/day. The patient is fine and very s atisfied with the result. Additional information was requested to clarify involved products, reported revisions, and even details. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 8780, lot# n428668006, explanted: (B)(6) 2015, product type: catheter. Product ID 8780, lot# n498609005, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter.

Event description:
It was further reported that the initial intent was to replace the pump. However, the physician thought the issue was in the catheter. Therefore, a replacement was done only of the catheter, but without previously verifying with contrast, just because the physician thought the issue was in the catheter. Catheter 8780/ (B)(4) was replaced on (B)(6) 2015 and was replaced with catheter, to 8780/(B)(4). Pump, (B)(4), remained implanted after the catheter revision of (B)(6) 2015\. The revision referred to on (B)(6) 2015 did not refer to a surgical revision. By revision, it was meant that only more tests, programming and troubleshooting (cleaning and recharge of pump and bolus programming to check the infusion) with intrathecal contrast injection in the catheter access port to check the drug delivery location was performed. The catheter was reported to have been well positioned. Pump, (B)(4), was not replaced until (B)(6) 2015. The report of a new pump and "equipment" were deployed. "Equipment" meant also a new catheter. A new catheter , 8780/(B)(4), along with a new pump were implanted on (B)(6) 2015. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot# n428668006, explanted: (B)(6) 2015, product type: catheter. Product ID: 8780, lot# n498609005, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. The pump was noted to have delivered morphine with a concentration of 10 mg/ml at a dose of 0.062 mg/day. Analysis revealed no anomalies of the pump as it met specification. Analysis of the catheter revealed the catheters sc connector had a tear in the seal near the guide ring. (B)(4).

Event description:
It was reported that the patient had undergone an implant of an intrathecal infusion pump on (B)(6) 2014 and responded in an excellent manner to the therapy, having some dosing adjustments. After approximately seven months, the patient became unresponsive to the therapy with less than 50% therapy relief. After the patient was unresponsive to the therapy, on (B)(6) 2015, the physician had performed the refilling of the pump and the patient continued unresponsive to therapy. On (B)(6) 2015, the patient underwent a pump revision and a catheter dysfunction was noted. The supposed catheter malfunctioning was noticed through lateral access extravasation, with no verification of the catheter flow made exclusively by the physician. On (B)(6) 2015, the catheter was replaced and on (B)(6) 2015, the patient was discharged. However, on (B)(6) 2015, the patient was admitted with severe pain and the physician suggested a pump dysfunction. On (B)(6) 2015, a new revision and a new dysfunction was verified. On (B)(6) 2015, the pump was revised with technical advice, the drug was removed from the pump and catheter, with filling of sf/saline. The pump was programmed to infuse 20 ml in 24 hours. On the same day, a contrast was applied to the lateral access of the pump and a normal flow of the catheter was seen. On (B)(6) 2015, it was noted that the pump had infused around 19 milliliters (ml) and working in high infusion a volume discrepancy reported. On this same day, the physician filled the pump with contrast to verify potential leaking and it was verified that the contrast follows normal flow and the catheter was completely pervious. After all the tests, the physician removed the contrast, washed the pump container three times with sf, refilled the pump with morphine 10mg/ml and the pump was programmed to infuse 0.8 mg/day, plus 3.5 bolus in one hour to fill the catheter. The physician continued performing dosing escalation; however, the patient did not respond to the therapy. The cause of the discrepancies was not provided but the issue was reported as resolved. After all the tests performed, the physician reported that the pump was not being precise when infusing low doses. In this case, the patient remained hospitalized for more than 30 days receiving intravenous morphine 4/4hs ev and other medication/s. The patient was reported as being in a state of exhaustion with a high stress level. Reportedly, there was a planned explant of the pump. This device system delivered morphine and saline at the time of the event. Additional information was requested to clarify the pump involved, event details, resolution, and current patient status. Should additional information be received a supplemental report will be filed.